Event description:
It was reported that the clinical study patient experienced pain at the implantable pulse generator (ipg) site. Medication was given. The physician assessed the event to be casually related to the device.